Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20037385. Medical device expiration date: 2023-03-30. Device manufacture date: 2020-03-30. Medical device lot #: 20026010. Medical device expiration date: 2020-11-02. Device manufacture date: 2023-11-02. Investigation summary: one mz1000 sample was received for investigation with residual fluid present in the sample. The customer could not confirm the affected lot, however the last lot numbers shipped to the customer were 20037385 and 20026010. A visual inspection of the mz1000 sample identified a crack at the edge of the female luer adaptor; leakage was observed from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20037385 and 20026010 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product. Investigation conclusion: one x mz1000 sample was received without packaging. Residual fluid was present. Visual inspection revealed a large crack within the sample. Functional investigation involved flushing the product with a 60ml plastipak syringe and a 5ml luerslip syringe from lab stock; leakage was observed in both from the crack within the sample, confirming customer's experience.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the piston of mz1000. Infusion of endoxan was started at a rate of 110ml/h; 15 min after the start of infusion, the hcp noticed that the patient¿s nightwear was wet in the ward. The hcp checked the insertion site but could not find any damage. The hcp then attempted saline flushing through max zero and eventually found that saline was leaking from the rubber part (piston) of max zero. Using another new max zero, the infusion was resumed with no further leakage.